Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump stop. The pump could not be restarted. The pump was explanted. Upon explant, a wire was observed coming from the motor and through the outlet cage. No patient harm was reported.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.